Event description:
It was reported to boston scientific corp that a spyglass irrigation pump was used during a spyglass procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the system irrigation pump worked intermittently. The site indicated that the water would flow through the tubing; stop, then start flowing again. The procedure was completed with the same spyglass irrigation pump. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).